Manufacturer narrative:
This is a combined initial/final report. The onsite investigation revealed that the m525 f40 functions according to specification. The review of the complaint database revealed that there are no (0) similar or identical events for the m525 f40. The review of the IFU showed, that there are several warnings related to heat produced form the xenon light source and subsequent tissue heating. The IFU also states on how to properly adjust the light intensity to prevent overheating of tissue. The incident is evaluated as isolated event and the warnings in the IFU are considered adequate to advice the users on how to properly adjust the light intensity. Identified root cause for the observed burn is, that the user applied a light intensity which was too high for the low working distance used during the ear case. The user failed to follow the instructions to start with a low light intensity and to use less light for shorter working distances than for longer working distances. The user was informed, that thermal issues are directly correlated to working distance (mm) and duration. The user was advised to reduce the light intensity setting, in particular during ear cases with a typical wd of around 250mm or even less.

Event description:
Leica microsystems (schweiz) ag received a complaint from USA stating, that a m525 f40 caused a burn on a patient. The burn was described as a superficial partial thickness 2nd degree burn approximately 2 cm by 1/2 -1 cm on the outer ear and on the lateral face.